Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received inadequate therapy with their lumbar drg system. In turn, surgical intervention occurred on 24 may 2022 wherein an additional lead was placed at l5 to increase pain coverage to address the issue.